Manufacturer narrative:
The device has been requested for eval. Should the device be received, and eval completed, a follow up report will be submitted.

Event description:
The user facility reported that the device failed the occlusion test and did not alarm during bio medical testing. There was no injury or medical intervention associated with this event. No other info is available.